Event description:
It was reported that a pt underwent an aesthetic surgery procedure on (B)(6) 2010 and suture was used. Six weeks post-operatively, the sutures persisted with local suppuration. With late healing, the wound closed and then re-opened with suppuration until the suture was retrieved.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based has been received, however, the product evaluation is not yet compete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.